Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. No vibration noted during testing. Unable to verify frozen screen due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display with audio anomaly. Customer¿s blood glucose level was 135 mg/dl. Customer stated they saw fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.